Event description:
It was reported that during use in a surgical procedure at the user facility, the device was leaking while inflating, a condition in which the device may not hold the correct pressure. It was reported that the procedure was completed successfully, and there was no surgical delay or adverse consequences reported with this event.